Event description:
Product analysis of the explanted vns generator was performed. Product analysis results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the vns generator¿s memory revealed that 104.221% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient had surgery on (B)(4) 2013 where the vns generator was replaced due to end of service. According to the received implant card the lead impedance was ok for the new generator. The explanted vns generator was returned to the manufacturer on (B)(4) 2013 and is in process for product analysis.

Event description:
It was reported that the patient had increase in seizures and the physician was not sure if the increase in seizures is related to the dilantin levels or the near depletion of the vns. An ifi (intensified follow-up indicator) was noted. The patient is scheduled for vns generator replacement on (B)(6) 2013. It is unknown if the increase in seizures are above or below baseline, nor the type of the seizures noted. According to the physician the increase in seizures may be related to the depleted vns battery, but no changes or external factors may have preceded the increase in seizures. It was also unknown when the increase in seizures started. Although surgery is likely, it has not occurred to date.

Event description:
Additional information from the physician indicated that the patient's seizures improved after the generator replacement.